Manufacturer narrative:
(B)(4). The device was repaired onsite by the biomed, no sample was returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Event description:
A biomed technician contacted (B)(4) to report that a tina hemodialysis machine that had an incorrect output display, during patient therapy. A field service engineer (fse) spoke with the biomed, the biomed stated he would replace the input/output (I/o) and uf controller printed control boards (pcb's) as well as the program memory (prom's) for each board to fix the display problem. A follow up was done via phone about this incident regarding the patient involvement and the issue of the display indicated that the amount removed was at 10.8 liters with the patient on for less than 60 seconds and the therapy being delayed 5 minutes. He stated that it was a display error, it was displaying an incorrect value for the ultrafiltration (uf) removal of 10.8 liters. This occurred at the start of therapy with the patient. He stated that only a few milliliters (mls) were actually removed from the patient. There was no high uf with the patient. He stated that the patient was setup on a different machine, there was no blood loss to the patient, the patient was fine, the patient continued therapy and there was no medical intervention

Manufacturer narrative:
(B)(4). The problem was confirmed by the biomed replacing both of the printed control boards (pcb) which resolved the issue. The assignable cause was undetermined.